Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Knee revision due to instability.

Event description:
Knee revision due to instability.

Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon insert was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -device evaluation and results: not performed as no product was returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: re pi which is from sweden and represents a female patient, dob (B)(6) 1954 described as 162 cm tall and weighing 84 kg. Her date of implantation is listed as (B)(6) 2011 and explantation (B)(6) 2021. The event description states: "knee revision due to instability." (B)(6) 2011 brief translated operative note right tka: "... Triathlon ... Cement free ... No perio complications ... Stable knee, full mobility, norm alignment ..." (B)(6) 2021 brief translated operative note: " ...revision plastic wear ... Change to plastic after synovectomy ... Planned home today." Undated x-rays: 3 sets of ap, lat. And patellar views: right uncemented tha with no patellar resurfacing, reduced, nominal, no gross pathology. Undated x-rays: 2 ap, 1 lat. , 1 pat. View: same tka with medial compartment narrowing and anterior subluxation of tibial component. No clinical or pmh, no complete operative reports, no dated serial x-rays, no examination of explanted components. Based upon several x-rays, the event description appears to be confirmed, but insufficient information is available to create a medical report for this case. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the event was confirmed through clinician review of the provided medical records which indicated: based upon several x-rays, the event description appears to be confirmed, but insufficient information is available to create a medical report for this case. Further information such as clinical or patient medical history, operative reports, dated serial x-rays, and examination of explanted components are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.